Event description:
The balloon was inflated, deflated and was being removed through a 6f terumo sheath. Resistance was felt so the balloon was partially reinflated, deflated, followed by the release of negative pressure. Upon removal of the balloon it was noticed that approximately 4mm of the distal tip was missing. The missing piece was removed surgically.